Event description:
It was reported during a procedure to stent a pre-dilated, heavily calcified, non-tortuous lesion in the mid circumflex coronary artery, a 2.75x8 mm vision rx stent delivery system (sds) met resistance on advancement and would not cross the lesion. There was no resistance felt during retraction of the sds from the anatomy. A 2.5x8 mm mini vision rx sds was then advanced, but would not cross the lesion. Again, there was no resistance felt during retraction of the device from the anatomy. A non-abbott sds was advanced next, but also failed to cross the lesion. It was determined that nothing was going to cross the lesion, so the procedure was ended. Before the patient left the cath lab, upon review of the angiography films, it was observed that there was an undeployed stent in the proximal circumflex. It was determined that the 2.5x8 mm mini vision stent implant had dislodged from the sds balloon. Several attempts were made to snare the undeployed stent: however, after approximately 1 1/2-2 hours the stent could not be captured. No further intervention or surgery is planned to remove the stent as it was felt that due to the heavy calcification present it was secure in the vessel. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder sc, whisper extra support, grand slam. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.